Event description:
Boston scientific received information that this device and associated displayed a code indicating that there was a low, out of range shock impedance measurement and a charge time out during an attempted shock delivery. The patient was admitted to the hospital for monitoring. Subsequently the patient was seen for a revision procedure where the device was explanted and the lead was surgically abandoned. The device is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As of today, the device has not yet been returned for analysis. When additional information becomes available, this report will be updated.